Event description:
Medwatch report #: mw5180393. It was reported that during an implant procedure, this versacore guidewire was being used by the physician when they appeared to have perforated and poked a hole in the superior vena cava/right atrial junction. A catheter was advanced over the wire and went extravascular as well. The patient's vitals dropped and a sternotomy was attempted, but the patient ended up passing away. All evidence indicates the versacore wire was removed from the body and no additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effects of death, cardiac arrest, cardiac perforation, and hypotension are listed in the ht versacore wire instruction for use as known potential patients effects associated with the use of a wire in coronary or cerebral arteries. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, there was no reported device malfunction associated with the versacore wire. The probable cause of death was secondary to vascular perforation resulting in hemodynamic collapse during the procedure. Although perforation was reported during versacore use, there is insufficient information to correlate that the device caused or contributed to patient outcomes. A review of the event was performed by abbott medical affairs. The reviewer noted this was a case to treat a patient with unknown information and health history as the source declined to provide missing patient information. Based on the reported information, the probable cause of death was secondary to vascular perforation resulting in hemodynamic collapse during the procedure. Although perforation was reported during versacore use, there is insufficient information to correlate that the device caused or contributed to patient outcomes. Device malfunction, cine imaging or detailed procedural documentation, or patient-specific risk factors were not provided. It is reasonable to state that the relationship between the versacore and patient¿s adverse events cannot be established at this time. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 2920 removed. Code 2993 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Medwatch report #: mw5180393. It was reported that during an implant procedure, this versacore guidewire was being used by the physician when they appeared to have perforated and poked a hole in the superior vena cava / right atrial junction. A catheter was advanced over the wire and went extravascular as well. The patient's vitals dropped and a sternotomy was attempted, but the patient ended up passing away. All evidence indicates the versacore wire was removed from the body and no additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effects of death, cardiac arrest, cardiac perforation, and hypotension are listed in the ht versacore wire instruction for use as known potential patients effects associated with the use of a wire in coronary or cerebral arteries. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the reported information, it is possible the difficult to advance was related to anatomical conditions. The probable cause of death was secondary to vascular perforation resulting in hemodynamic collapse during the procedure. Although perforation was reported during versacore use, there is insufficient information to correlate that the device caused or contributed to patient outcomes. A review of the event was performed by abbott medical affairs. The reviewer noted this was a case to treat a patient with unknown information and health history as the source declined to provide missing patient information. Based on the reported information, the probable cause of death was secondary to vascular perforation resulting in hemodynamic collapse during the procedure. Although perforation was reported during versacore use, there is insufficient information to correlate that the device caused or contributed to patient outcomes. Device malfunction, cine imaging or detailed procedural documentation, or patient-specific risk factors were not provided. It is reasonable to state that the relationship between the versacore and patient¿s adverse events cannot be established at this time. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Medwatch report #: mw5180393. It was reported that during an implant procedure, this versacore guidewire was being used by the physician when they appeared to have perforated and poked a hole in the superior vena cava / right atrial junction. A catheter was advanced over the wire and went extravascular as well. The patient's vitals dropped and a sternotomy was attempted, but the patient ended up passing away. All evidence indicates the versacore wire was removed from the body and no additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).